Manufacturer narrative:
Concomitant medical devices: product ID: neu_interstim_ins, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported symptoms of loss of stimulation sensation. The patient consider this a sudden in therapy/symptoms. The patient was implanted this past friday and last night stopped feeling stimulation. Patient's ins (stimulator) was unknown at time of report. She will be following up with manufacturer representative today regarding voiding levels and the caller states patient's catheter removal occurring today. It appears there was a right and left side device (off label) as the caller noted the patient was at 1.4 volts on right side. Event date was (B)(6) 2016. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.